Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed multiple alert 38 motor stall notifications, consistent with a failure to infuse, which temporarily cleared after a restart and did not recur after subsequent use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified, with the issue associated with the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.